Manufacturer narrative:
Visual inspection. Visible cuts and cracks at the ends of the catheter. Summary of the investigation results: based on our investigation results, we can determine that the end peritoneal catheter showed signs of non-production-related cuts and cracks. We are unable to explain how the above-mentioned damage occurred. The irregular cutting edge indicates that the catheter was in contact with a sharp object. Testing procedures with catheters under tension to the point of tearing shows only a raw and uneven surface. Prior all shipments of products with catheters a tension test is performed, which was documented in a final documentation. The returned product passed a successfully test. So, we can exclude the presence of a defect at the time of delivery, since the final documentation proves a successfully completed test. We would also like to draw your attention, once again to the "safety measures and contraindications" section of the IFU sent with the product, where it is pointed out that caution should be exercised when using sharp devices while handling the catheters.

Event description:
It was reported that a peritoneal catheter from a progav 2.0 shunt system (#fx424t) broke intraoperatively. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.